Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with diabetic ketoacidosis. Customer was vomiting and felt lethargic. Customer was initially released after 6 hours but then returned later. Customer was admitted to the hospital for 4 days. Customer's pump was removed for the first couple of days. Customer has not had any issues since that event. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.